Manufacturer narrative:
10/5/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a laparoscopic nissen procedure. Reportedly, the clips scissored. The hosp has reported no pt injury occurred.